Event description:
Additional information was received from a consumer indicated they were getting an MRI done later on the date of this report and inquired if the pump needed to still be checked if the pump was not working. It was noted the MRI was being done because they needed this pump replaced soon. It was noted 'they tried a rotor dye study, and nothing was coming out of the pump - that's the whole point - it hasn't worked in 6 months ,' and inquired if the pump still needed to be checked. The patient attempted to contact the doctors' office without response. Agent reviewed MRI guidelines were reviewed and the patient was redirected to the hcp.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2010: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 2012-01-25, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the patient stated they did a computed tomography (CT) scan but couldn't see the catheter and the doctor would not do any other testing. The patient stated they were going to need do a revision because the pocket was not done correctly and was not done tight enough and it flopped all around. The patient stated they had been having problems with dizziness and sometimes they were loose and sometimes tight and it was hard to adjust. The patient mentioned they had not been able to do the revision yet because the patient had been having chronic urinary tract infections (uti's). The patient stated they went to the emergency room (ER) last week and the doctor said he was just fine. The patient further stated the pump was sticking out of their stomach and they could see it and it caused him a lot of pain stating "it hurts like hell". The patient stated he was going to see the implanting doctor on wednesday and they were going to do the catheter dye study but the clinic called today stating they would not be doing the study. The patient stated this was the 3rd follow up with the implanting doctor. The patient stated currently he did not have a managing physician. The agent sent physician listing to email. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the patient indicated that the hcp cancelled follow-up appointment and would schedule a catheter dye study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient indicated that the pump had not been working and the patient would be going in for repair to the pump/catheter and the doctor ordered magnetic resonance imaging (MRI). The patient stated that he was always told he should never have an MRI with the pump and wanted to know the MRI guidelines. The agent reviewed MRI guidelines and redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.